Event description:
Per the clinic, the patient experienced recurrent infection around the implant site. The patient was treated with antibiotics and surgical debridement of the implant sire (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.